Manufacturer narrative:
(B)(4).

Event description:
A report was received the patient was having difficulty charging the ipg. It was also noted that the ipg rotated and was settled lower. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post-operatively.